Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a (B)(6) ago the patient's catheter was removed due to bacterial meningitis. The pump was not removed and no medications have been infused since then. Currently the pump had started to alarm in a single tone about (B)(6) ago, and was not confirmed by telemetry. The patient planned not to use the pump again. The patient had parted ways with the earlier physician and was considering new hcp options. Additional information has been requested, but was not available as of the date of this report.